Event description:
A pump declared an altitude alarm, which led to a temporary suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer to clean the speaker holes and reconnect the cartridge, which successfully resolved the issue by allowing the pump to resume normal operation; additional tips were provided to prevent future altitude alarms.